Event description:
Customer reported that a patient's sample containing anti-k did not react with resolve panel c lot rc330 (cell 7) when tested using gel method. No death or serious injury was associated with this incident.